Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a radiofrequency atrial fibrillation interventional procedure using a small-bore sheath (</=8f). The prostyle suture was deployed and the device was removed. Reportedly, when re-introducing the guide wire, the blue suture slipped out of the formed loop. This occurred when the patient started to cough intensely and moved their legs during extubation. It was also because of movement of the guidewire after being reintroduced. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case it appears likely that patient movement caused the knot to pull out of the vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.